Manufacturer narrative:
Correct information in model #/lot #: lot number. Additional information in device manufacture date and evaluation codes: method codes. The ratcheting handle was not available for return. Therefore, an analysis could not be performed so no conclusions can be made. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper usage of the device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for this event. Reference report 3003853072-2016-00143.

Event description:
During surgery, a final screwdriver broke during final tightening of the set screw and the broken piece was retrieved. Another screwdriver was used and the ratcheting mechanism of the ratcheting handle broke. The handle was replaced with another handle to complete the surgery. The counter torque handle was not used during the procedure. There was a delay of 30 minutes to the procedure, but there were no reports of patient harm.

Manufacturer narrative:
The returned handle was evaluated. The handle would not ratchet as expected during a functional check. The handle was disassembled and the internal spring was found to have lost its shape. The cause cannot be determined at this time.